Event description:
A peritoneal dialysis patient reported he was not able to connect to the second connector on this tubing set. There was no report of patient injury. A sample is available for an evaluation.